Event description:
The manufacturer received information related to ds2adv auto CPAP device that smoke and flame was emitted from the humidifier when it was powered on again using the replacement power cord. The reported event makes no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation.